Event description:
The customer reported the ventilator was alarming due to pressure sensor failures. There customer reported there was no patient harm. Review of the device diagnostic log history confirm the reported problem. As noted, if the reported problem occurs while in use in normal ventilation mode operation, it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. Completion of device evaluation and service is pending.

Manufacturer narrative:
Device evaluation/service in progress.

Event description:
The manufacturers field service engineer confirmed the customer reported problem. The reported problem continued to persist during field service so the device was returned to the manufacturing facility for evaluation. The reported problem was duplicated during factory testing. Analysis found the customer reported problem was due to component failures on the motor controller and power management pcb boards.